Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "speaker not working" was confirmed through observation of no sounds coming from the device when powered on. The cause was found to be a failed speaker. The rear case was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had its speaker not working. It was also reported there was no patient involvement.